Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a brief yellow wrench alarm activating when the power module was connected to a load box was confirmed via evaluation. At the european distribution center (edc), the power module, serial number (B)(6), returned and was found to have withered rubber vent bands. The power module was otherwise unremarkable during inspection. Upon connecting a patient cable to the power module, a brief yellow wrench alarm would activate. The issue was resolved upon replacing the main printed circuit board (pcb). The main pcb was forwarded to product performance engineering (ppe) for further analysis. The repaired power module underwent a functional checkout and was returned to the customer. At ppe, the reported event was again reproduced. Through circuit analysis of the main pcb, it was determined that the brief abnormal alarm was caused by an issue with the clock circuitry. Further testing revealed that the abnormal alarm would resolve when contacting the test probe to the clock circuit. Therefore, a more specific signal or component issue could not be conclusively determined. Suspected components were replaced; however, this did not resolve the alarm. The root cause of the reported alarm was traced to the main pcb; however, it could not be isolated to a specific component. The root cause of a brief yellow wrench alarm activating when the power module was connected to a load box was traced to the main pcb; however, it could not be isolated further. The root cause of the withered rubber vent bands could not be conclusively determined. The relevant sections of the device history records for the heartmate power module, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. B. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. B section 3 entitled ¿powering the system¿ explains that the power module requires preventive maintenance at least once every 12 months. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable. This section also details how to properly install the power module backup battery. The heartmate 3 lvas IFU rev. B section 7 entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and informs on steps to troubleshoot, including power module indicator combinations and alarms. The heartmate 3 lvas IFU rev. B section 8 entitled ¿equipment storage and care¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1-a4: there was no patient involved. Section d4: manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when connecting the power module load box to the device, a short alarm sounded and a yellow wrench lit up. The rubber vent bands were noted to be withered.